Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to unrelated event. Noise was noted on the right atrial lead. The lead was reprogrammed, and the issue was resolved. The patient was stable.